Event description:
Caller alleging discrepant low inratio values. Patient self tester thought his results had been lower than he expected for the previous two weeks so he took his meter to his physician's office and tested against physician's inratio meter. He was unable to provide results during this previous two week period. On (B)(6) 2015 patient self tester's inratio 1.4; physician's inratio 3.5. Tests performed back to back. Patient self tester unable to recall but believes that the nurse applied the first drop of blood onto physician's meter first, then second drop to patient's meter. Patient's therapeutic range: 2.5 - 3.5. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: the customer reported a discrepant low inratio inr result during testing. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.